Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Mxp2274452, qerts# 476217

Event description:
Customer reported a false negative dat result was obtained for a patient by tube method with anti-igg,-c3d polyspecific green lot rmg471d1. The same sample was tested for dat in igg gel card lot igg card 03232001-10 exp 2/7/2021 along with mts diluent 2 lot md139 exp 4/13/2021 and it also produced a false negative result. (See mxp 2274418). The customer sent the sample to a reference lab and they reported the dat was weak positive. This is the result that was reported to the ordering physician. - issue started on: 9/1/2020 - incubation time (for manual test only): as per IFU - test repeated: in mts gel card - number of samples affected? One - was qc affected? No - was any expired product used? No - when was the last successful qc run? 9/1/2020 qc is done with donor segments; customer created a positive dat sample and used another donor segment as negative control using the same mts diluent 2 as the patient sample. - patient's diagnosis: not provided product handling protocol: - cassette/gel card storage temperature range: as per IFU - cassette/gel card orientation: upright - rbc storage and handling: as per IFU - visual appearance before use: acceptable tsc inquired about the ref lab's determination of the sample being weak dat positive. The report indicated the reaction was too weak to be further differentiated whether the cells were dat positive due to igg or c3 components. The type of methodology the ref lab used was unknown to the customer. She will contact them for additional information. Tsc discussed differences between anti-igg and anti-igg-c3 gel cards. Customer stated the tube method reagent is used to test for the c3 components. Tsc will follow up with customer after more details are known in regards to how the ref lab tested. Tsc followed up. The customer was unable to find out what method the reference lab used in their determination the patient was dat positive, nor which component (igg and/or c3) was positive. The customer stated her medical director reviewed the reports and it was decided they will not pursue this complaint further. There was no patient harm. She will call tsc should issues arise.